Manufacturer narrative:
The fiber is not available for analysis; therefore, no physical or visual analysis of the product could be performed. It is likely that the tip was buried into tissue or was used to dissect/probe tissue. Based on the information provided, the most probable cause is unintended use error caused or contributed to event, since the interaction between the user and device, or sample, caused or contributed to the error.

Event description:
It was reported that the metal tip detached midway through the procedure. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
The fiber is not available for analysis; therefore, no physical or visual analysis of the product could be performed. It is likely that the tip was buried into tissue or was used to dissect/probe tissue. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Based on the information provided, the most probable cause is unintended use error caused or contributed to event, since the interaction between the user and device, or sample, caused or contributed to the error.

Event description:
It was reported that the metal tip detached midway through the procedure. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the metal tip detached midway through the procedure. The procedure was completed with another device. There were no patient complications. Information received via good faith effort (gfe) indicated that the fiber tip did not come off, it was just loose and spinning.

Manufacturer narrative:
This report is report is being submitted to provide additional information in describe event or problem field (b5) in section b, adverse event/product problem. The fiber is not available for analysis; therefore, no physical or visual analysis of the product could be performed. It is likely that the tip was buried into tissue or was used to dissect/probe tissue. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Based on the information provided, the most probable cause is unintended use error caused or contributed to event, since the interaction between the user and device, or sample, caused or contributed to the error. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported.

Event description:
It was reported that the metal tip detached midway through the procedure. The procedure was completed with another device. There were no patient complications.